Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the laparoscopic low anterior resection procedure, the surgeon tried to transect the upper part of rectum with the stapler and reload. After clamping the rectum with them and pushing the green safety button, he pushed the blue button to fire staples on it. By the way, the I-beam got stuck at the middle part of the reloads with the rectum clamped and the I-beam did not move at all, when he pushed the blue button to fire them again. After that, he pushed the silver button to retract the I-beam. And he ordered to prepare the new reload. The scrub nursed disconnected the abnormal reload and connected new reload with the used handle. And she has done the self-testing of the reloads. He put the cartridge of the reloads on the targeted rectum again and pushed the blue button to fire staples. As like before, I-beam got stuck again on the retargeted rectum at the one-third part of reloads and the I-beam did not move at all, when he pushed the blue button to fire them again. After that, he pushed the silver button to retract the I-beam and he ordered to prepare another stapler, powered echelon 60mm and he completed in transecting the rectum and his surgery. There was no damage to the patient. Additional information has been requested and has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. Visual inspection of the reload noted that it was partially fired. Functional evaluation of the reload noted that it functioned as expected. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. The reported condition was confirmed. Replication of the partially fired condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.